Event description:
It was reported that the right ventricular (rv) lead was repositioned due to high capture thresholds and lead dislodgement. The patient experienced pain at higher outputs. The rv lead remains in service. No additional adverse patient effects were reported.